Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine at unknown doses and concentrations via an implantable infusion pump for non-malignant pain. It was reported that the pump was alarming. The patient reported that the alarm was going off because they no longer had a doctor to fill the pump. The alarm was driving the patient crazy and they can't sleep because of it. The patient usually gets filled once a month and the last refill was 2 months ago. The patient reported they were in pain due to not having medication in the pump. No further complications were reported.